Manufacturer narrative:
The investigation determined a lower than expected vitros amon result was obtained when processing a vitros liquid performance verifier (lpv) quality control (qc) fluid using vitros chemistry products amon slides lot 1018-0253-6799 on a vitros 350 chemistry system. The assignable cause of the event is an instrument issue related to microslide incubator contamination. The cause of the incubator contamination was likely due to the use of bleach in the laboratory. The customer was advised by ortho to discontinue the use of bleach as it can affect the vitros amon assay. Historical qc results showed within laboratory imprecision of vitros amon in combination with the vitros 350 chemistry system. A within-run vitros amon precision test performed after the customer changed the evaporation caps was within acceptable guidelines indicating the vitros 350 chemistry system was performing as intended in combination with vitros amon after the actions performed by the customer. An ortho field engineer performed service actions on the vitros 350 chemistry system which included cleaning the microslide incubator and rotor, replacing the evaporation caps and performing all necessary adjustments. Following completed service actions, qc results for vitros amon were acceptable indicating that the performance of vitros amon in combination with the vitros 350 chemistry system was within expectations following service actions.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) global technical support center (tsc) to report imprecise ammonia (amon) quality control (qc) results when processing vitros liquid performance verifiers (lpv) using vitros chemistry products amon slides on a vitros 350 chemistry system. Vitros lpv ii lot j6667 result of 145.8* umol/l vs an expected result of 195.6 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros amon result was obtained when processing a control fluid and was not reported from the laboratory. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).